Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported an altitude alarm occurred. There was no known impact to the customer¿s blood glucose level. The altitude alarm was resolved and the pump resumed normal function. The contact reported manual injections would be used for insulin therapy.